Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that the c2602 cusa excel 36khz straight handpiece had a vibration alarmed during test mode on (B)(6) 2019. The distributor's engineer checked the handpiece and found faulty transducer was the root cause. It was replaced with a new one. There was no patient involvement. Additional information has been requested but no other clinical information has been provided.

Manufacturer narrative:
The device was returned for evaluation. The device had a faulty transducer that caused the complaint incident. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. There was no service history for the device under investigation. The reported failure was confirmed. Device identifier: (B)(4). Product identifier: (B)(4).

Event description:
N/a